Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. In this case, it is likely that interaction with the patient anatomy or friable femoral vessel contributed to the reported difficulty. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known. The additional prostyle devices referenced in b5 are being filed under separate manufacturer report numbers.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using the pre-close technique via an 8f sheath hole prior to a leadless pacemaker interventional procedure. Reportedly, an attempt was made with six prostyle devices; however, they were deployed in the tissue tract and did not capture the vessel. The sutures of all six prostyles came out with the formed knot. The pre-close technique was abandoned. The sheath was upsized to a 27f and the leadless pacemaker procedure was completed. Hemostasis was achieved with manual compression and a figure of 8 stitch. There were no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.